Event description:
The customer obtained imprecise vitro's trop I es results on a precision test performed, as part of the customer's internal lab procedures for the vitro's eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no reports of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering subsystem, returning the vitro's eciq to expected operation. Acceptable performance was observed following the service activity. The root cause of this event is instrument related.